Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, unstable and increasing high voltage impedance. It was noted that a warning notification triggered before the device replacement. Because of the history and age of the patient, the physician decided to leave the rv lead active. Two months later, it was further reported that an alarm toned due to high and increasing high voltage impedance on the rv coil. With the concern of the patient¿s age and history, it was decided to program all detection and therapies off. The rv lead remains in use. No patient complications have been reported as a result of this event.